Event description:
A pump malfunction was reported by the customer, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose levels, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on resetting the pump and assisted the customer in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any further issues. The customer understood and acknowledged the guidance provided.